Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Report received indicated patient developed redness and itching under the adhesive border of service. The report indicated he first noticed the red rash-like area approximately 6 months ago. The report also noted redness in the groin region also. Md recommended topical antifungal and use of device with adhesive border removed. Patient outcome was not noted.